Event description:
It was reported to philips the device displayed a treatment failure message and cannot be used. There was reportedly no patient involvement. Upon conclusion of the evaluation, it was determined that a failure could not be determined, and the device recovered after self-check. The device remains at the customer site and no further evaluation is warranted at this time.